Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation of the returned device confirms the complaint; the shim has broken. It should be noted that all pieces have been returned. A preliminary risk assessment (B)(4) was initiated in march 2015 to investigate if the risk of infection was increased if a shim with a crack was used during surgery. Microbiological trials conducted as part of the pra found that the risk of infection from a crack (when used across surgeries) is remote. The attune shim returned is of a three piece construction, a plastic section with two steel bushes press fit into the radel base. This is now known to leave residual stresses in the plastic portion of the component, leading to cracks in some cases. A design change under co (B)(4) was completed in (B)(6) 2016 which removed the steel bushes from the design and making it a one piece construction. As this device was of the old design and there were no reported harms no further work is required. Continue to monitor via sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both instruments are cracked. They were not used in the case.